Event description:
It was reported that the battery of the cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Ts calculated the battery longevity on current programmed settings and discussed it should be 8.5 years and the device is indicating 1.5 years to explant. Additionally, the power consumption of the device was found to be excessively high. A request was made to have data from this device analyzed. Data analysis confirmed the device to be malfunctioning in a manner consistent with a failure of the ra pacing channel. Multiple "leadimpcalnoise" daily ra measures, low ra measures and extreme power consumption were observed. Device replacement was recommended due to risk of damaging this right atrial (ra) lead due to corrosion from current leakage. Upon further evaluation, the hcp suspected loss of capture (loc) in this newly implanted ra lead. Ts discussed testing it on the pacing system analyzer (psa) to determine if the issue was with the device or if the lead had been damaged. A device changeout procedure was performed and it was confirmed this ra lead exhibited loc on the device, the psa and the new device, therefore, the physician explanted and replaced this ra lead along with the device. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that the battery of the cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Ts calculated the battery longevity on current programmed settings and discussed it should be 8.5 years and the device is indicating 1.5 years to explant. Additionally, the power consumption of the device was found to be excessively high. A request was made to have data from this device analyzed. Data analysis confirmed the device to be malfunctioning in a manner consistent with a failure of the ra pacing channel. Multiple "leadimpcalnoise" daily ra measures, low ra measures and extreme power consumption were observed. Device replacement was recommended due to risk of damaging this right atrial (ra) lead due to corrosion from current leakage. Upon further evaluation, the hcp suspected loss of capture (loc) in this newly implanted ra lead. Ts discussed testing it on the pacing system analyzer (psa) to determine if the issue was with the device or if the lead had been damaged. A device changeout procedure was performed and it was confirmed this ra lead exhibited loc on the device, the psa and the new device, therefore, the physician explanted and replaced this ra lead along with the device. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and the inner conductor resistance measurements were intermittent, indicating a fractured or broken conductor. Extensive corrosion was found on the helix at the distal tip. An x-ray image of the helix coupler region shows reduction (rounding) of the distal end of the coupler. This damage is consistent with energy remaining on the lead after pacing from the implantable device. Of note, the associated device was also returned and analyzed and a high current due to an anomaly in an oxide layer within a custom integrated circuit component was identified. This anomaly affects the output pulse in a way that can cause erratic lead impedance measurements and energy remaining on the connected lead. The energy remaining on the lead caused the observed corrosion.